Event description:
On (B)(6) 2012, patient reported the up button on the infusion device stopped working a few days ago. He noticed the issue when he attempted to bolus, and the button continues to work intermittently. The protective rubber is worn off the up and down buttons. The up button does produce an audible sound when pressed. The infusion device was not dropped on a hard surface within 48 hours of the incident. No physiological effects were reported, and he did not require treatment form a healthcare professional or second party to address the issue. The infusion device was replaced and requested for evaluation.